Event description:
A customer reported experiencing cartridge alarm 20 on three occasions: there was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump as a resolution, while the customer will continue using the current pump and rely on an alternate method for insulin delivery if necessary.